Event description:
It was reported that the ventricular lead was explanted on (B)(6), 2014, because it was fractured. The paradym ICD was also replaced on the same day because the elective replacement indicator was reached.

Event description:
It was reported that the ventricular lead was explanted on (B)(6) 2014, because it was fractured. The paradym ICD was also replaced on the same day because the elective replacement indicator was reached.